Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital not feeling well. Upon interrogation, the right ventricular lead exhibited a loss of capture. The lead also exhibited significant impedance changes when performing arm movements vs no arm movements. A chest x-ray revealed an insulation abrasion. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found that a partial lead was returned. Clavicular crush damage was noted to the outer insulation at 22.5 cm to 23.3 cm from the distal tip which fractured all of the filars of the outer coil. This likely contributed to the reported electrical anomalies.